Manufacturer narrative:
The returned product analysis is not complete as of the date of this report.

Event description:
It was reported that during a peripheral angioplasty treatment procedure of the superficial femoral artery, "the balloon got stuck in the tip of the sheath when doctor was withdrawing." It was further reported that the procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "stable." Additional information regarding this event has been requested.